Manufacturer narrative:
(B)(4). The returned truetome 44 was analyzed, and a visual evaluation noted that the cutting wire was detached and bent; also, the working length was observed bent and twisted. The device was observed under magnification and the cutting wire was blackened, and the cut of the cutting wire was not smooth. A functional evaluation was not performed due to the condition of the device. No other problems with the device were noted. The reported event was confirmed. Upon analysis, it was found that the working length was twisted and bent; also, the cutting wire was observed detached, bent and blackened. The cutting wire being blackened indicates that the device was energized. The break and bend in the cutting wire could have been caused if the device was energized before it was in contact with tissue. Additionally, the twist and bend in the working length could have been caused by manipulation of the device during the procedure or if the device was not placed into the scope using short and deliberate movements. Based on all gathered information, the most probable cause of this complaint is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a truetome 44 was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2020. According to the complainant, when the device was taken out from the packaging, the cutting wire was noted to be twisted. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation results: wire detached/separated.